Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced the ipg bulging in the pocket causing pain. On (B)(6) 2021 the ipg was repositioned by dr. (B)(6), resolving the issue.